Manufacturer narrative:
(B)(6). This report is for unknown nail/unknown lot number. (B)(4) revision surgery due to: helical blade migrated medially through the femoral head into the acetabulum. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail construct was implanted on (B)(6) 2015 to repair a left intertrochanteric femur fracture on (B)(6) 2015. It was discovered, during a routine follow-up visit on (B)(6) 2016, that the helical blade had migrated medially through the femoral head into the acetabulum. It was reported that the patient had no complaints of hip pain but did complain for a few months during the course of post-operative care of "radiation down into the left foot". A hardware removal with revision of just the helical blade was performed on (B)(6) 2016. The migrated helical blade was exchanged for a shorter length helical blade while the originally implanted trochanteric fixation nail and the interlocking/connecting screw remained implanted. The revision procedure was completed successfully without incident or surgical delays and with the patient noted to be in stable condition post-operatively. This complaint involves 2 devices. This report is 2 of 2 for: (B)(4).

Manufacturer narrative:
Additional patient ID: (B)(6). Device has not been explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.